Event description:
It was reported that intermittent occlusion alarms occurred. These incidents resulted in the customer's blood glucose (bg) level reading as "high," but the specific values were unknown. To address the high bg, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin usage. The customer continued experiencing frequent occlusion issues and was transferred for additional assistance.